Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.

Event description:
This is a report of a home patient that passed away. The cause of death was reportedly due to a heart attack. The patient was hospitalized two days prior to death due to an infection in his toe related to gout. The reporter stated the patient was also feeling weak. The home patient was reported being treated with unknown antibiotics for the gout. Peritoneal dialysis therapy continued up until the time of death. No additional information was available at the time of this report.